Event description:
(B)(6) notified sakuta finetek USA on 13-jun-2024 about the incident that occured on 10-jan-2024 with a customer in czech republic. The incident involved the issue with tissue-tek xpress x120. Per sakura finetek europe, the customer stated that they experienced poorly processed tissue on the tissue-tek xpress® x120 continuous rapid tissue processor. The customer also stated that 30 tissues needed re-biopsies but the number of patients impacted is unclear at the time of this report. Customer was experiencing issues already for a longer period of time, but this is the first time sakura has become aware of a serious incident. After the event of 10-jan-2024 the customer stopped using the x120 instrument.

Manufacturer narrative:
Per (B)(6) ongoing investigation at the time of this report, the customer was occasionally experiencing processing issues at the time of the incident already for a longer period of time, but none of those issues were deemed to be reportable incidents. Multiple claims were investigated and the local distributor also performed repeated interventions, leading to no improvement of the issue that the customer experienced. The logfiles that have been analysed did not indicate anything out of the ordinary, the device was deemed to be working according to specifications. Per ongoing investigation of the provided microscopy may refer to issues regarding the fixation of the samples. Also the high temperature after the microtomy may induce unwanted artefacts as well. Additionally, the formalin brand used by the customer was measured on concentration and density. The concentration that was found may have been on the high side but remains acceptable. This strengthens the suspicion that the root cause lies outside both the x120 and the process in which formalin is used. Based on the availability of the customer and the application specialist of sakura finetek europe, a visit to the customer will be planned within two months of this report to see if processes outside the instrument might be contributing or causing the issue experienced. Current root cause: undetermined. Patient impact: undetermined.